Event description:
The customer contact reported the pt received more medication than intended. At an unspecified date and time, the device was programmed to deliver 5% dextrose with water, at rate of 100ml/hr, with a vtbi (volume to be infused) of 1000ml, and the delivery was started. No further programming parameters were provided. At 0908, the device was reprogrammed for piggyback delivery of potassium chloride 40meq/100ml, at a rate of 25ml/hr, for a duration of 4 hours, and the delivery was started after approx 31 minutes, the nurse noted the piggyback container was empty. The nurse reported the primary container was lower than the piggyback container and denied any changes in the drip level of the primary drip chamber or the primary container. The device was removed from clinical service. There were no reported adverse pt effects. No reported medical interventions. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.36ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%) based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated on (B)(4) 2012 at 0908, the device was programmed for a piggyback delivery using the drug library tio deliver potassium chloride 40meq/100ml, at a rate of 25ml/hr, with vtbi 100ml, for a duration of 4 hrs, and the delivery was started. At 0939, the delivery was stopped, a 13.053ml volume infused was indicated, at 0952 standby mode was entered, at 0952 the cassette was ejected. A review of the history indicates the device delivered as expected. This report represents all the info known by the reporter upon query by hospira personnel.